Event description:
On (B)(6) 2021, I had ideal breast implant surgery with (B)(6) and dr. (B)(6) and his staff were amazing. My implant information: left side s/n (B)(6) filled to 240cc and right-side s/n (B)(6) filled to 270cc. I started noticing deflation in the right breast in summer of 2023 and when I went back to dr. (B)(6) to resolve the issue, he informed me that the ideal company was no longer in business they acquired/purchased by (B)(6) in (B)(6) 2023 and unfortunately the ideal warranty I purchased is no longer valid. Dr. (B)(6) and his staff were very professional and replaced the right-side ideal implant on (B)(6) 2024, at no charge to me to help honor the warranty that I purchased through ideal. The second right ideal implant s/n (B)(6) was again filled to 270cc. Shortly after the second surgery, I started noticing deflation in my left breast and again went back to dr. (B)(6) to ask for his help and guidance. I will be undergoing a third surgery to now replace both implants changing to mentor silicone implants to avoid any more medical concerns due to ideal faulty implants. I have since read about the company not providing adequate testing results to the FDA for their products and a recall involving implant deflating in 2019. Product ideal implant structured breast implant, saline breast implant, in the following sizes: 210cc, 240cc, 270cc, 300cc, 335cc, 370cc, 405cc, 440cc, 475cc, 515cc, 555cc, 595cc, 635cc, and 675cc. Code information serial numbers between (B)(6). I am self-employed and when I am not working, I do not get paid. I will now have a total of 16 weeks unpaid leave and have paid an additional (B)(6) to cover the cost of the new implants in (B)(6) 2025. I am beyond frustrated and hope the FDA can follow up with this company's negligence and deceitful practices. Reference report #mw5164126, #mw5164127.